Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 14 (cleaning xylene) was not in contact with the corresponding sensor for approximately two (2) minutes and 18 seconds, which is sufficient time to replace the reagent; and the station properties were reset at 16:57pm on (B)(6) 2018. The reagent in bottle 14 (cleaning xylene) was used for the "quick clean" protocol started in retort b at 07:27am on (B)(6) 2018 and completed at 08:01am on (B)(6) 2018; and the "quick clean" protocol started in retort a at 08:16am on (B)(6) 2018 and completed at 08:50am on (B)(6) 2018. Based on the information provided by the complainant, it was determined that the affected tissue samples were derived from the "12 hour routine" protocol comprising (B)(4) cassettes, which started in retort a at 16:50pm on (B)(6) 2018 and failed at 04:48am on (B)(6) 2018 during step 10 (second wax infiltration) step of the protocol as a consequence of the "1103" error indicating air system pressure failure. A user accessed the retort to retrieve the samples at 07:18am on (B)(6) 2018. As a consequence, the tissue samples remained in a dry retort for approximately two (2) hours and 30 minutes. The (B)(4) cassettes from the "12 hour routine" were subsequently moved to another tissue processor located within the laboratory to continue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the 10 of 11 steps of the "12 hour routine" protocol started in retort a at 16:50pm on (B)(6) 2018, which completed prior to failure of the protocol at 04:48am on (B)(6) 2018 as a consequence of an air system pressure failure. The root case for the failure of the "12 hour routine" protocol started in retort a at 16:50pm on (B)(6) 2018 was an air pressure system failure. The root cause of the air pressure system failure was most likely wax contamination of reagent valves and lines which control the pressure and vacuum in both instrument retorts. The root cause of the wax contamination of the reagent valves and lines was most likely a use error, which occurred at 16:57 on (B)(6) 2018, when evidence suggests that alcohol was placed instead of xylene in bottle 14 (cleaning xylene). This use error has resulted in a mixture of alcohol and wax to be circulated through the reagent lines and valves, during subsequent cleaning protocols. As the solidified wax settled in various points of the reagent lines and valves, the instrument became unable to control the pressure and vacuum in the two retorts, ultimately resulting in the failure of the protocol.

Event description:
On (B)(6) 2018, leica biosystems received a complaint that a protocol comprising (B)(4) tissue samples being run overnight in retort a had failed in the second wax infiltration step. The complainant reported that failure of the protocol in retort a prior to completion was associated with error code "1103", which indicates an air system pressure failure; and completion of processing of the affected samples in retort b was unsuccessful due to protocol failure. On (B)(6) 2018, the leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse noted the following: "due to a user mistake (replaced bottle 14 content which should have been xylene) with alcohol, running a clean (only with alcohol) when the retort was hot, and after that running a protocol, caused an air-system massive wax contamination". The fse cleaned out instrument according to tsb (B)(4) peloris air system wax clean, and the instrument subsequently passed the minimum verification tests conducted. On (B)(6) 2018, leica biosystems received information from the complainant that all tissue samples involved in this event had been satisfactorily processed; and there was no indirect harm to a patient(s) as a consequence of the circumstances involved in this complaint.